Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and a low event. Patient reported experience a low blood glucose (bg) value was "around 50" mg/dl, when the cgm value reading was 100 mg/dl. It is unknown if medical intervention was required or what treatment the patient received. No additional patient or event information was provided. Data was provided for evaluation. The reported inaccuracy was confirmed via data. The root cause could not be determined.